Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 associated with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue as the error did not recur. The customer was then advised to wait 20 minutes before starting their sensor session, and they understood this instruction.